Event description:
It was reported that an insulin occlusion alert occurred on an ilet system using a teflon infusion set, during which insulin delivery was announced for breakfast while the infusion set was detached, with a reported blood glucose of 187 mg/dl. The alert later cleared and insulin delivery resumed, and the user elected to monitor without changing the set or cartridge after receiving advise that meal announcements should not be used as a workaround. Customer care provided support that included user education regarding appropriate response to occlusion alerts. Investigation of this case revealed an insulin delivery interruption due to an occlusion alert with unclear root cause, compounded by meal announcements while the set was off body, which risked algorithm maladaptation. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution of the alert with ongoing monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.